Event description:
Caller alleged discrepant inratio2 results in comparison to the lab inr results. Results as follows: date: (B)(6) 2013, inratio inr: 0.9, lab inr: 2.05. The time between testing was two hours. Therapeutic range 1.5-2.5 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.